Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ closed IV catheter system there was an issue with needle break after use. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8017236. Our records show the reported lot was manufactured in march of 2018, and it was determined that this is the only instance of a broken needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The representative samples submitted by the facility were inspected for any damage similar to the damage observed in the photo, which was also submitted for evaluation. However, at the conclusion of our visual evaluation, our engineers were unable to identify any additional non-conformances, and measurement of the devices found them to adhere to the product's specifications. Based on our findings over the course of this investigation and your description of events, our engineers could not associate this event with our manufacturing process, nor could they determine the root cause or this event.

Event description:
It was reported with the use of the bd intima ii closed IV catheter system there was an issue with needle break after use. There was no report of injury or medical intervention.